Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter shaft was kinked/buckled. The shaft of the delivery catheter was spiral slit. The peeling/slitting/splitting was not slit on the center of hub of the d elivery catheter. The shaft on the hub of the delivery catheter was spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator and the lead. The shaft of the delivery catheter was kink/buckled at 17.2 cm. Slitting did not start on the centerline of the delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the physician noted that it was hard to get the lead through the catheter. After several attempts, the catheter was taken back and flushed and a amount of tissue came out but on visual inspection it was also noted that the catheter seemed to be torsioned post slitting. After taking a new catheter the same problem happened with the catheter torsion. The catheters were discarded. During another procedure, same problem was observed in the new catheters. The catheters were replaced. It was further reported that one of the catheters was returned to the manufacturer, analysed, and tested out of specification. No patient complications have been reported as a result of this event.